Event description:
It was reported that patient experienced adhesive issues on (B)(6) 2026 due to tape not sticking of infusion set.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: canary islands.name: (B)(6).street: (B)(6).city; (B)(6).state: (B)(6).zip code: (B)(6).country: united states.based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site: 8021545.